Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead became extrinsically distorted due to kinking/buckling. The analyst noted that the outer insulation was kinked/damaged at 11.2 cm and 14 cm from the proximal end of the lead. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead was damaged. A possible fracture was noted. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.